Manufacturer narrative:
The device was manufactured november 30, 2016 - december 1, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The reporter stated that after half the drug had infused, the device stopped flowing. There was no patient injury or medical intervention associated with this event. No additional information is available.